Event description:
Nurse called to change PICC dressing. Md decided to d/c cathater. As catheter was being discontinued, resistence was met. Procedure was stopped. Catheter was coiled and held taut for several minutes. Arm repositioned and again able to withdraw catheter. Near end of discontinuation, the catheter was pulled firmly. It was 55 cm at insertion and 51 cm when it came out. X-ray initially noted segment in cephalic vein. Latex could not be seen. Md did not hospitalize. Professional judgement - event not life threatening of harmful.